Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit stopped pumping and wouldn¿t start back. There was no injury or harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse noticed autofill failure, no trigger and iabp catheter restriction in alarm logs. Ran unit but unable to duplicate any issues. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use.